Event description:
The customer aborted a procedure after having difficulty attaching the distal cover to the endoscope three times. The customer also stated the first distal cover was not on correctly and it interfering with the accessories used during the case. A portion of the cap was visible on the monitor. The endoscope was removed from the patient and the staff attempted to attach a new distal cover and encountered issues with all three caps. The customer also stated the patient had difficult anatomy to navigate. The customer stated there the forceps elevator could not be elevated. The olympus ess inspected the device and identified no issues. An in-service was provided on properly attaching the distal covers to the endoscope. This event includes 4 reports: (B)(6): tjf-q190v, 2022863 (B)(6): maj-2315 (B)(6): maj-2315 (B)(6) : maj-2315 this report is 4 of 4 for (B)(6) : maj-2315.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was not returned for investigation. The problem occurred when reattaching the distal cover failed to attach. It was confirmed that the pointed out problem does not occur if the cover is installed correctly. Device history record has not been confirmed due to unknown lot number. However, no manufacturing problems have been reported ever. The root cause was not identified. There was a possibility that that the tip of the cover was broken when attached to the scope and could not be attached correctly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to h2 and h6. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h1412 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: -it is possible that the cover was damaged when it was pushed at an angle when attaching it. Therefore, it is considered that the cover could not be installed properly due to damage. Complaint history review: the event was the first occurrence at the facility. The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Additional corrected data: h2: additional information on supplemental report #. Olympus will continue to monitor for similar complaints.